Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and difficulty removing the device appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery. A traveler rx device was attempted to be advanced for pre-dilatation but the device failed to cross the lesion due to the patient anatomy. During removal, resistance was also noted. There was no report of an adverse patient effect. There was no report of clinically significant delay in the procedure. A same-sized non-abbott balloon dilatation catheter was used to complete the procedure. No additional information was provided.